Event description:
A report was received that the patient was experiencing pain and discomfort and difficulty charging the ipg. The patient will undergo pocket revision.

Event description:
A report was received that the patient was experiencing pain and discomfort and difficulty charging the ipg. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure since the patient had been unable to charge the ipg due to its placement. The physician also made a new pocket and replaced the ipg per his preference. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.